Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via log file analysis and evaluation of the heartmate 3 vad modular cable (lot number 8670066). Review of the log files revealed on 18aug2025, a driveline communication fault alarm was active. The onset of the alarm was not captured due to being overwritten by new events. Of note, intermittent com a faults were intermittently active throughout the data. Pump operation was not affected by the alarm. The driveline was disconnected at 14:09:50 and the system controller was shutdown at 14:12:49. The returned modular cable was connected to a mock circulatory loop and, when the cable was manipulated by hand, a driveline communication fault alarm was reproduced. The integrity of the wires in the returned modular cable was tested. Multiple wires did not pass insulation testing, the cable¿s outer jacket and underlying layers were stripped, and multiple kinked and damaged areas were observed. The communication wires were found to have exposed conductors. This is consistent with the wires shorting to one another. The root cause of the reported event was determined to be due to damaged communication wires in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time is consistent with causing underlying wire damage. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7 - ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the modular cable. The heartmate3 patient handbook, section 10 ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate3 left ventricular assist device (lvad), including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 IFU, section 2 - ¿system operations¿, and heartmate 3 patient handbook, section 2 - ¿how your heart pump works¿, instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvad to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for a driveline communication fault. No pump event was submitted with the log files. The event log file captured constant driveline communication fault alarms. As a result, the system controller and modular cable were exchanged.